Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va1ag11, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va1ag11, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that there was a lead fracture and subsequent open circuit. There were no falls reported, and the surgeon believes the issue to be due to the fragility of the lead design. To troubleshoot the lead was connected to the extension and generator with impedances tested three different times. High and out of range results were found each time, with a visible fracture and fluid in the lead wire pointing to the issue stemming from the lead. Reconnecting the connections several times was attempted with no improvement, and a lead revision is tentatively planned for sometime in 2017. The issue was not resolved at the time of the report. The fractured lead remains connected and implant in the patient in the hopes that some of the high impedances will resolve over time. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1bfa2, implanted: (B)(6) 2016, product type: lead; product ID: 3387s-40, lot# va1ag11, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was some damage to the right brain electrode during the first surgery. The electrode was inspected and a fracture in the silicone insulation was discovered; the damaged electrode sections were not being used for this patient's therapy so the lead was not replaced. The diagnostic methods included a surgical observation on (B)(6) 2016 that resulted in the identification of the event. The etiology was noted as not related to the device/therapy and related to the implant procedure; surgery / anesthesia were noted. There were no actions/interventions taken to resolve the issue so the event was considered unresolved with no further actions planned. There was no known impact or consequence to the patient. No further complications were reported/anticipated.